Event description:
During the evaluation of the device, the pump alarmed "door not fully latched." This occurred during testing therefore, any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. A door not fully latched alarm was confirmed and reproduced during the evaluation. The evaluation found the force required to secure the door is above the expected level and if not applied, this alarm will occur. As a result, the door hooks and latch pins have been replaced.